Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous, calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and calcified lesion in the proximal circumflex. During advancement of the 3.50x12mm rx xience sierra stent delivery system (sds), resistance was met and the stent dislodged from the balloon. A 2.0mm rx trek balloon was used to deploy the dislodged stent proximal to the target lesion. A 3.0x12mm nc trek balloon was used to post dilate the stent. A 3.50x8mm sierra was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.